Event description:
The technician alleged that the brake casters will not hold when the brake pedal set. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer casters to resolve the issue.